Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd eclipse safety needles difficulty connecting to syringe with leak. The following information was provided by the initial reporter: unfortunately I have been unable to obtain further detail from the complainant (pharmacist). I was told they are using "bd eclipse safety needles", however don't have any further information. The complainant stated: "for the majority of vaccines, we had no problems with this safety device- but there were several that we had trouble with, where the needle was not threading properly into the luer lock and the vaccine was leaking out. After wasting 4 vaccines, we changed over to a standard needle and had no further leakage- but the thread in the luer lock was still difficult at times."

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.